Event description:
Complainant alleged that while attempting to treat a patient, the device would reboot/restart itself when the summary button was pressed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.